Manufacturer narrative:
Device expiration date: na. Investigation summary: it was reported there was foreign matter on the needle. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle with no plastic shield and an epoxy drip over around the middle of the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 301666, lot number 0113320. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle ns 19ga 1in tw sb had foreign matter. The following information was provided by the initial reporter: foreign matter fluid path.